Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead returned with the helix extended and tissue and blood inside helix. Helix is bent, no further helix testing possible.

Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead would not extend for fixation. It was noted that the lead was inspected prior to use with no issue noted. The rv lead was removed and replaced with another lead to complete the operation. No patient complications have been reported as a result of this event.